Manufacturer narrative:
Correction: section g3 - the original awareness date should have been 24 jan 2022 rather than 20 jan 2022.

Manufacturer narrative:
Implant date not available as sales representative didn't recall case details.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's implantable cardioverter defibrillator (ICD) was not put into MRI mode before getting an MRI and the ICD went into backup mode without high voltage therapy active. The patient was asymptomatic. The ICD was successfully reprogrammed. The patient was stable throughout procedure.